Event description:
Customer reported the charging cord for their pump was no longer working and they required a new one. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.